Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (unable to charge battery pack) has been confirmed. As received, the charger was unable to charge a battery. Upon investigation, the u13 8-bit cmos flash micro-controller and the u14 high current sense amp component were shorted on the bedside board. The cause of the failure is the shorted u13 and u14 component. The root cause of the shorted components cannot be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem (B)(4) and reported that the battery charger/modem was unable to charge a battery.